Event description:
Report received from (B)(6) stating that the device required service due to damaged bearings. It is known that the event did not occur during surgery. However, it is unk if there was any pt or user injury, surgical delay or medical intervention reported related to this occurrence. No add'l info available.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).